Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a trial patient who had an external neurostimulator for urgency frequency. It was reported that trial patient was in a lot pain from the procedure. On (B)(6) 2018, trial patient further reported they were having the urge to go all the time. Various times they had gone to the bathroom and nothing would come out with the feeling of urgency. Trial patient felt they were not emptying their bladder all the way. They stated that their back was hurting and the bowel movement with pushes were also hurting their back. More information was received on (B)(6) 2018 with trial patient reported they were constipated (B)(6) 2018 but the issue was resolved. They stated they were tired and exhausted and was unsure if it was due t the device or due to their pre-existing chronic pain. Additional information was received on (B)(6) 2018, trial patient reported the batteries in their controller were dead/dying so they were advised to replace the batteries for continued therapy. No further complications were reported.